Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was on vacation the pump started alarming. The pump started alarming in (B)(6) and the patient was not due back until (B)(6). Per the reporter, the patient had not been getting good therapy due to a potential catheter issue and was on oral meds. Withdrawal as a result of the alarm was not a concern since the patient was already on oral meds. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.